Manufacturer narrative:
This serves as a correction report. On the 30-day initial report was incorrectly selected as 'malfunction'. Correct selection is 'serious injury'. Section has been corrected.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 2:45 p.m., he received a reading of 408 mg/dl on his adc blood glucose meter and subsequently self-treated with an unspecified amount of insulin of an unknown type approximately 10-15 minutes after obtaining the reading. It was additionally reported that the customer received an unspecified adc meter reading that was lower than he felt at 3:00 p.m. Customer later began experiencing sweating and dizziness and reportedly suffered a seizure and loss of consciousness. Paramedics were called and upon their arrival at 5:30 p.m., an hcp meter reading of 40 mg/dl was obtained and customer was reportedly diagnosed with hypoglycemia and administered a glucose injection. There was no report of death or permanent injury associated with this event.